Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2024 and suture was used. It was reported that the problem of pulling off suture needle happened in the surgery. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/31/2024. H6 component code: g07002 - device not returned. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One winding former with four needles and four needle suture combinations outside its foil packet. The product code vcpb864d is control release and contains eight strands single armed per packet. Upon visual inspection of the detached needles, the swage and attachment area were noted as expected. The barrel hole of the needle was examined with magnification, and suture remnant was found. The sutures were not returned to determine the assignable cause. In addition, the needle-suture combinations were visually inspected, and no anomalies or issues related to pull-off were observed during the evaluation. The product code vcpb864 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. In addition, a photo was provided and showed the same conditions as the returned sample. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.